Event description:
Reportedly, the home monitor was not functional upon first use, as the pit button remained red.

Manufacturer narrative:
No conclusion could be drawn as the subject home monitor was not returned for investigation. The complaint investigation could be reopened in case of new information received related to this event.